Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04 may 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door two was failed. A field service engineer (fse) logged into the system, tested the door in hardware test application and confirmed that the system was working. Fse then removed the latch assembly and replaced the tower door two's micro switches and cleaned and greased the contacts of the switches on all the doors. Fse reassembled the station, verified the door functionality in hardware test application and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 clicked and then failed. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.